Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported pericardial effusion appears to be related to procedural conditions. Hypotension appears to be due to the pericardial effusion. Tissue injury and hypotension are listed in the instructions for use known possible complications associated with mitraclip procedures. The reported medication required was a result of case specific circumstances as protamine and norepinephrine (medication) were administered. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4614.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. Following removal of the steerable guide catheter (sgc) from the septum, the patient¿s blood pressure dropped from 110 to approximately 80 mmhg. Imaging confirmed increased pericardial fluid along the posterior wall of the left atrium. Inspection of the atrial septum revealed separation of the posterior wall of the right atrium. Protamine and noradrenaline were administered. After 30 minutes of observation, blood pressure stabilized at 80¿90 mmhg, and surgical intervention was deemed unnecessary. Pericardial effusion was caused by transeptal puncture performed in previous surgery to implant non-abbott device. The procedure was completed. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. Following removal of the steerable guide catheter (sgc) from the septum, the patient¿s blood pressure dropped from 110 to approximately 80 mmhg. Imaging confirmed increased pericardial fluid along the posterior wall of the left atrium. Inspection of the atrial septum revealed separation of the posterior wall of the right atrium. Protamine and noradrenaline were administered. After 30 minutes of observation, blood pressure stabilized at 80¿90 mmhg, and surgical intervention was deemed unnecessary. The procedure was completed. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.